Manufacturer narrative:
(B)(6). Difficulty swallowing began on an unknown date in (B)(6) 2018. Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter address and phone number were not available for reporting. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an anterior cervical discectomy fusion (acdf) procedure at the c4-c7 levels on (B)(6) 2018. The patient was implanted with one (1) vectra 51 mm plate, three (3) 7 mm spacers with central lumen, and one (1) 1 cc vivigen pouch. Postoperatively, on (B)(6) 2018 the patient presented with difficulty swallowing. The patient was treated with a medrol dose pack, and the outcome was reported as recovered/resolved with no residual effects. On (B)(6) 2018, the patient presented with swelling in the neck. Concomitant devices reported: biologic tissue matrix: vivigen (part bl-1500-001, lot 1811149-8027, quantity 1 cc cell bone); 7 mm acf spacer (part 017207, lot 00514025521027, quantity 1); 7 mm acf spacer (part 017207, lot 00514025521028, quantity 1); 7 mm acf spacer (part 017207, lot 00616061301055, quantity 1) this report is to capture the difficulty swallowing. The swelling in the neck will be captured on related (B)(4). This is report 1 of 2 for (B)(4).